Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 599 mg/dl. Customer advised they saw an air bubble in the tubing and believe that they are not getting their basal deliveries. Troubleshooting for high blood glucose levels was performed. Customer advised they are treating their high blood glucose levels using manual injection and the insulin pump. Customer changed out their set and reservoir. Customer stopped troubleshooting half way and advised they will call back if issues persist.